Event description:
According to the available information the device was explanted and replaced due to the device not inflating. During revision surgery it was found that the device had a broken tubing above the pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in (B)(6) to be associated.

Event description:
According to the available information, the device was explanted and replaced, due to the device not inflating. During, revision surgery. It was found, that the device had a broken tubing above the pump.

Manufacturer narrative:
Titan touch pump was received for evaluation. Abrasion was noted, on both exhaust tubes and the inlet tube of the pump. The surfaces of the detachment site of the inlet tube of the pump appear to be rough and irregular. Indicating, stress was exerted. Based on examination of the returned product. It was concluded, that while in-vivo, both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted, during testing with the returned components. Microscopic examination of the surfaces of the exhaust tube detachment end between the pump and reservoir revealed, rough and irregular surfaces. Indicating, stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the inlet tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed, the devices from this lot met all specifications, prior to release. No trends were noted, for complaints and there were no nonconforming reports or capas that were confirmed, to be associated.